Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer contacted the technical service engineer (tse) regarding the force bipolar instrument being broken and unable to be removed from the cannula. Tse explained to the customer that the force bipolar instrument would need to be moved with the universal surgical manipulator (usm) and the cannula. Tse recommended for the customer to prepare to replace the cannula and the force bipolar. It was confirmed that the force bipolar instrument was removed. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was confirmed that no fragments fell into the patient. Also, the wrist could not be straightened due to physical damage. It was stated that trocar had to be removed along with the arm to be removed from the patient. The port incision was not increased.